Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during preparation for use for a therapeutic procedure, the subject device had a disconnection and an image abnormally. The intended procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure "disconnection" was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: main body scratches (lens), scope mount corrosion, cable flooding, ccd flooding, which was found to be caused due to the disconnection of the cable stress boot. As a result, the investigation could not determine the cause of the failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during preparation for use for a therapeutic procedure, the subject device had a disconnection and an image abnormally. The intended procedure was completed. There were no reports of patient harm.